Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence. Customer¿s blood glucose level was 124-125 mg/dl. The cartridge alarm recurred despite loading a new cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.